Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had flashing display and had tuned off. The customer stated that the display was solid white. Insulin pump had grayed out the back of the insulin pump and while trying to insert the new battery it got stuck at medtronic logo. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm was required during medical intervention. The insulin pump will be returned for analysis.